Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and keloid formation at the abutment site. On (B)(6) 2014, the patient underwent a procedure to excise the excess skin and removal of granulation tissue. During the same procedure, a longer abutment was placed. The implanted device remains.